Event description:
It was reported that: patient is experiencing pain. Pt is describing the pain as the hip feeling like it is not in the joint. Pt is also reporting that the pain is in the femur bone and goes up her leg. Pt states that the incision area feels hot and hard to the touch at times. Pt also states that when she sleeps on her side at night, it is very painful she has to sleep with a pillow between her legs.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.